Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted and no moisture damage on motor or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she could see moisture inside the device. The customer stated that she had the insulin pump in her pants and it could have been exposed to sweat. Blood glucose value was 299 mg/dl which she would be treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.